Manufacturer narrative:
The reported ¿loss of efficacy¿ was not able to be confirmed. Analysis of the returned lead found it passed end to end continuity testing, inter-channel continuity testing, and impedance readings on all channels were within spec.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-32356, 1627487-2020-32357, 1627487-2020-32358. It was reported that the patient was experiencing ineffective therapy. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the system was explanted.